Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a total service call. The fse found that the wash displacement dilutor was not dispensing the proper volume of wash 1. The wdw1 line was leaking back into the wash manifold after dispense. The associated valves were replaced in the fluid circuit and the issue was corrected. Calibration and quality controls were run for all the assays with acceptable results by the customer. The cause for the (B)(6) results is a bad wash. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
(B)(6) advia centaur hbsag results were obtained for samples from two different patients during a lot to lot correlation study. The samples were (B)(6) with lot # 178 and tested (B)(6) with lot # 179. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the (B)(6) results.